Event description:
During a ptca treatment procedure, the adante 40/2.5 mm balloon ruptured at 8 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was calcified, 100% stenotic lesion in the right coronory artery. The adante balloon was removed and replaced with a maverick2 monorail balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'